Event description:
The customer reports: "when inserting, the dilator opened at the tip, so it is not possible for the guide to pass through the insertion point".

Manufacturer narrative:
(B)(4). The customer returned one opened kit containing various components including a sheath and catheter for evaluation. Visual examination of the sheath revealed the tip was slightly frayed. The sheath also had one kink near the distal end. This damage is consistent with undue force being applied to the tip. The sheath contains one kink 8 mm from the distal tip. The total length of the sheath body was measured and was found to be within specification. The inner diameter of the sheath tip could not be measured due to the damage. The returned catheter is able to pass through the returned sheath with minimal resistance. A device history record review was performed with no relevant findings. A device history record review was performed with no relevant findings. The customer report of a damaged sheath tip was confirmed by complaint investigation of the returned sample. The sheath tip was slightly frayed and contained one kink, damage consistently seen with undue force being applied to the tip. The sample passed all relevant functional and dimensional testing. A device history record review was performed with no relevant findings. Based on the sample received, it was determined that unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned device indicates sheath tip damaged in use. The tip of the sheath is frayed.

Event description:
The customer reports: "when inserting, the dilator opened at the tip, so it is not possible for the guide to pass through the insertion point".